Manufacturer narrative:
(B)(4). Analysis of the pump revealed miscellaneous foreign material inside pump. Analysis results of the pump with the pending alarm revealed that there was foreign material inside the pump's catheter access port (cap) fluid path. This was unrelated to the reason for the pending alarm. During internal decontamination it was noted that although patent, a noticeable restriction was present when compared to other typical returns. Dispense testing passed suggesting that this restriction was not affecting the typical drug path. Additional trouble shooting was performed with a flow rate test through the pump¿s cap fluid path. With water pressurized to 20 psi a typical pump would dispense 15 ml in 1 minute. Under the same conditions this pump took 5 minutes and 30 seconds to dispense the same 15 ml. X-rays were taken and what appeared to be a dense object was seen in the cap fluid path. Non typical fluid path destructive analysis was performed and a (B)(4) pin measuring (B)(4) was found plugged in the cap fluid path. It was determined that this piece of foreign material was an indexing pin that most likely came from the cap septum weld fixture. Typical destructive analysis was also performed and no other significant anomalies were noted.

Event description:
It was that the pump had a pending alarm. The pump motor stalled on (B)(6) 2014 at 10:46 and recovered (B)(6) 2014 at 21:03. The pump was not implanted.